Manufacturer narrative:
Additional 510k number: k130470. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported while using the bd max instrument erroneous results were reported. The customer stated that the level of noise on the reader generated false positive results. No patients affected at this time.

Event description:
It was reported while using the bd max instrument erroneous results were reported. The customer stated that the level of noise on the reader generated false positive results. No patients affected at this time.

Manufacturer narrative:
H6: investigation summary: the complaint of false positive results with the certest sars-cov-2 assay was reported against the bd max instrument catalog number 441916, serial number (B)(6).  Multiple reagent cases were opened for these false results.  The reagent investigation revealed that there may be an instrument reader issue with pressure plate or alignment. The customer then reported that the errors resolved and there have been no additional reported result errors. No parts or materials were replaced or returned as a part of this complaint investigation. The investigation consisted of a review of the customer complaint and service notes, the complaint history for the instrument, and related customer complaint data.  No new risks, trends, or hazards were identified based on this investigation. Bd quality will continue to closely monitor for trends. The complaint was unable to be confirmed with the information present. There was one reader saturation error reported in july that was determined to be a workflow problem. It is possible that this complaint is also related to a workflow issue. However, without any intervention or database review, it is difficult to determine. The root cause is unknown.    Related customer complaint data was reviewed. During the month of may, 2020 there were 46 complaints for results.  The average number of results complaints received per month is less than 20, based on the last 12 months of data.  The alert level is 25 and the action level is 30.  The action level was met. There is an open CAPA for max result complaints related to a different assay (not the certest sars-cov-2 assay).  The CAPA is 1632720.     Risk documentation was reviewed for hazards associated with false positives (s3), baltrm-maxinst-aph rev 17.  No new risks or changes to existing risks were discovered as a result of the complaint investigation. H3 other text : see h.10.